Event description:
Resident was sitting in bed awaiting lift assistance. Cena rolled lift into room and positioned lift in front of resident. Sling was put around resident and attached to lift. Resident's feet were placed on footboard. During lifting process, it became apparent that the foot board was not attached to lift. As lift was moved away from bed, resident slowly collapsed on to floor and foot board was pushed under bed. There were no injuries reported.

Manufacturer narrative:
Additional information will be provided upon the conclusion of the manufacturer's investigation.